Event description:
The device was used during a sigmoidectomy procedure. Reportedly, the staples did not form properly and bleeding occurred. The surgeon applied cautery and another device to complete the procedure. The hospital has reported that no patient injury occurred.